Event description:
Hill-rom received a report from the account stating the brake not set alarm was inoperable. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the power supply board inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power supply board to resolve the issue. Based on this information, no further action is required.